Event description:
The customer tested his blood glucose using his contour meter and received readings of 500, 495 and 396 mg/dl. He retested using another meter and received readings of 97 and 112 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer also alleged that a control test was performed and the result was 397 mg/dl. The normal control range was 106-146 mg/dl. The customer declined to troubleshoot during the call. He was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.